Event description:
It was reported that the cardiohelp displayed the error message ¿bubble sensor is defective¿. The customer reported that the cardiohelp could not be used. No harm to any person has been reported. As a bubble sensor defective alarm could lead to a zero flow mode, as there is barely a flow a report is required. Complaint ID (B)(4).

Manufacturer narrative:
The customer submitted an initial report to the FDA, refer to MDR report # mw5184497. A getinge service technician will investigate the affected cardiohelp. A follow-up medwatch will be submitted when additional information becomes available. Note: no UDI number has been included in the section d4 unique device identifier (UDI) since the serial number of the affected machine has not been provided. Despite several attempts from sales and service unit to contact the customer to provide further information regarding the event and the machine involved, no further information has been received. Therefore, it is not possible to identify the serial number of the machine in question and therefore its UDI number.